Event description:
Allergan rep reported a reconstruction pt with allergan tissue expander and seri device experiencing "cellulitis" and "red rash". A left side reoperation was needed to remove the tissue expander and seri device.

Manufacturer narrative:
(B)(4). The reporter of the event was asked to return the product for analysis. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. Lot number of device and further event info has been requested. Device labeling addresses the reported event of cellulitis and redness as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation and extrusion."